Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion was noted at 8.4 to 8.5 cm from the connector pin consistent with lead friction to the can.

Manufacturer narrative:
The previously reported awareness date 11/9/2017 was incorrect; the correct awareness date is 11/8/2017.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Patient was pre-syncopal. Noise reversion electrocardiograms were seen, which upon analysis showed lead noise. Noise was not reproducible via isometrics. There were no other electrical anomalies. The lead was explanted on (B)(6) 2017. Patient was stable before, during and after the procedure.